Event description:
In 2003, this destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the hospital chief perfusionist contacted the manufacturer reporting that this pt just had a vent filter analysis, which indicated pump wear. While the pt was at home the pump alarmed red heart and then the pump stopped. The pt and their family member hand pumped the device while in transit to a local hospital. The pt then was intubated and put on a dopamine and propofol IV, anticoagulation was also started. The pt then was transferred by aircraft to a larger hospital and was picked up by the chief perfusionist and placed on pneumatic actuation of the device using the stroke volume limiter (svl) and ip drive console set at 100 bpm. The pt remains on pneumatic lvad support.